Event description:
Intera oncology received a report from a nurse regarding an empty pump at the patient's first refill. On (B)(6) 2025, the patient's pump was accessed on day 15 post-op and was empty. Troubleshooting was completed with normal saline flush and all contents came back into the syringe after injection. The nurse notified both surgical oncologist and medical oncologist. Patients pump was then filled with their chemotherapy regimen and was told to come back in a week, (B)(6) 2025, to be accessed and check the residual amount and flow rate of the pump. On (B)(6) 2025, intera oncology was able to communicate with the physician. Heparin was infused during the first refill. According to physician, the latest refill results is 1.44cc per day and "is working well".

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28538290, was reviewed. The pump was manufactured on march 14, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, intera oncology communicated with the physician on (B)(6) 2025. The physician confirmed that the patient did not experience an adverse reaction. The clinic is monitoring the pump but there is no special plan. The pump remains implanted to the patient. Therefore, the cause of the complaint remains inconclusive. Note: physician declined to provide the required FDA patient information.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28538290, was reviewed. The pump was manufactured on march 14, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As of today, intera oncology remains in communication with the clinic and the complaint is being investigated. Therefore, the cause of the complaint remains inconclusive. Once intera oncology obtains updated information, we will submit a supplemental report to the FDA.

Event description:
Intera oncology received a report from a nurse regarding an empty pump at the patient's first refill. On (B)(6) 2025, the patient's pump was accessed on day 15 post-op and was empty. Troubleshooting was completed with normal saline flush and all contents came back into the syringe after injection. The nurse notified both surgical oncologist and medical oncologist. Patients pump was then filled with their chemotherapy regimen and was told to come back in a week, (B)(6) 2025, to be accessed and check the residual amount and flow rate of the pump.